Event description:
It was reported the customer received multiple occlusion alarms. Customer's blood glucose level was slightly elevated. Troubleshooting was performed and drops were seen coming from tubing, but an occlusion alarm was received. Customer changed cartridge to correct the reported issue.

Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted.